Event description:
Procedure: thoracic. According to the reporter: use of the device after a pulmonary biopsy. The staple line was ok on approximately 1 cm, but on the rest of the stapling line, approximately 3 cm of the staples did not close. The surgeon tried another sulu (lot number n8e47), with same problem. The surgeon used a second stapler (same product code, same lot number) without any success, and tired another roticulator sulu, with still same problem of mis-stapling. The procedure was converted into thoracotomy of approximately 6 cm.